Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: "accumulated stress over time which caused the connector to get loose. Unintentional impact to the connector with something hard." Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. And ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction based on the legal manufacturer's final investigation. The device's manufacturing date is april 26, 2018.

Manufacturer narrative:
The field service engineer (fse) was dispatched to the customer site and confirmed the customer's allegation. The device was serviced, and it was found, the endoscope reprocessor had broken channel connectors. The fse replaced two of the connectors, tested the unit, and no errors were noted. The fse verified the device per the instructions noted in the instructions for use (IFU), and confirmed the unit was ready for use. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is available.

Event description:
The customer reported to olympus, the gray connector inside the endoscope reprocessor tub was missing. There were no reports of patient harm associated with the event.